Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product number was reported therefore no release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
It was reported that the customer&#38112;blood glucose reached 301 mg/dl and that the cannula was bent. The pod was discarded.